Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. While at the hospital, the customer's trainer was having difficulty rewinding the insulin pump. The customer's trainer was assisted with rewinding and priming the insulin pump. The customer's trainer stated that the hyperglycemia was the result of programming problems on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.